Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-8655-06 batch 1392005 was received for evaluation. Visual inspection revealed that the instrument's tip was broken off; the fragment recovered during the event was not returned for investigation. A bend was observed at the distal end of the shaft close to the tip. A functional test cannot be performed due to the device's damage. The most likely cause of the reported failure is user error, specifically the application of excessive force to a device that may have been weakened by wear and tear from repetitive reprocessing (manufacturing date: 2020). Directions for use dfu-0023-eo, revision 5, section c. Validation repeated processing has minimal effect on these devices. End of life is normally determined by wear and damage due to repeated use and/or reprocessing. The user assumes liability and is responsible for the use of a damaged or dirty device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/02/2025, it was reported by a sales representative via (B)(4) that an ar-8655-06 chondral pick tip broke into ankle articulation. Surgery was delayed retrieving the broken tip. This was discovered during the case with no patient harm.